Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 8801075, serial/lot #: (B)(4), ubd: 08-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used prior to a procedure. It was reported that the spheres were not tracking. There was no patient reported.